Event description:
A past high blood glucose event was reported by the customer, with the cause remaining unknown. The highest level was indicated as "high," though no specific value was provided, and there was no third-party assistance required. The customer took action by removing the pump and supplies, administering manual injections, and contacting a tandem trainer to resume pump therapy. It was confirmed that the control iq feature was active during the incident, but there were no frequent or recurring high levels reported. Cts advised consulting a healthcare provider to explore the factors affecting the blood glucose levels, and this advice was acknowledged by the caller. The case was subsequently closed by cts after follow-up communication efforts.